Manufacturer narrative:
(B)(4). Concomitant medical products: 51-104110, tprlc 133 t1 pps ho 11x142mm, unknown; 650-1056, cer bioloxd option hd 32mm, unknown; unknown e1 maxrom liner, unknown, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06092, 0001825034-2018-06093, 0001825034-2018-06095. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient was presented with cellulitis requiring treatment one month post implantation. No further information is available at this time.

Manufacturer narrative:
The following report is being submitted to relay additional information received concomitant medical products: 51-107150 tprlc 133 mp type1 pps ho 15.0, 650-1057 cer bioloxd option hd 36mm, 650-1067 cer option type 1 tpr sleve +3, unknown maxrom liner. The complaint cannot be confirmed since operative notes or x-rays were not provided from the event. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -06092, 0001825034 -2018 -06093, 0001825034 -2018 -08931, 0001825034 -2018 -06095.